Event description:
During a ptca treatment procedure involving a calcified and 99% stenotic lesion in the distal portion of the left circumflex artery, the maverick2 monorail balloon lost pressure at 12 atomspheres on the initial inflation. It is noted that the maverick2 monorail balloon was being used to deliver a stent. Resistance was noted upon insertion of the maverick2 monorail balloon across the lesion. The patient was asymptomatic during this event. A terumo cross wire ex guidewire (size unknown) and a 6f zuma2 guide catheter were used, but the sizes and types of introducer sheath and inflation device used are unknown. The maverick2 monorail balloon was discarded by the facility. No patient injuries of procedural complications were reported. Patient status is reported as 'good'.